Event description:
The customer used the device to check their blood glucose and obtained a result of 91 mg/dl. They felt lower. They called emergnecy medical technicians and they tested pt's glucose in the ambulance and the level was 30 mg/dl. At the hospital a lab result was 31 mg/dl. They were treated with a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.